Event description:
Pt was admitted into intensive care to drain a deep wound of the back after surgergy. Pt was found to have a type of infection known as staphylococcus aureus discitis and/or osteomylitis.